Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. All returned power cords were used with no malfunctions and free of exposed wiring. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.